Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received or if the instrument is returned. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the harmonic ace instrument, it was alleged that a fragment broke off and fell inside the patient. The fragment was retained in the patient. At this time, it is unknown what caused the blade to break off the instrument.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the customer stated that the tip of the harmonic ace instrument broke off and had fallen off into the patient. The tip was retrieved and removed from the patient during the same procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The initial MDR submitted on 5/30/2019 had an incorrect patient problem code ((B)(4)) and case information (the fragment was retained in the patient). Instead, the initial MDR should have indicated that the broken fragment was retrieved and removed from the patient during the same procedure. The procedure was completed with no reported injury and the initial patient problem code should have been (B)(4) - device fragments in patient. Intuitive surgical, inc. (Isi) received the harmonic ace associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue ¿ tip of harmonic scalpel fell off. The instrument was found to have a broken blade and the broken piece, which was returned is approximately 0.018¿ from the base. Fa noted any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Additionally, blade damage may be detected by the generator with a solid tone or an error and scratches on the blade tip may also lead to premature blade failure. The root cause of this issue is fatigue failure due to mishandling/misuse. Based on the additional information obtained from failure analysis investigations, this complaint is being reclassified from a reportable to a non-reportable event due to the following: this event involved fragments falling into a patient and was successfully retrieved with 1) no lasting permanent impairment of a body function or permanent damage to a body structure occurred and 2) no evidence of device malfunction supported by failure investigation confirming that the cause of the instrument breaking was mishandling/misuse. There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur.